Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during a general device changeout procedure, the physician noted the patient's left ventricular (lv) lead had a lesion. The lv lead was tested through a pacing system analyzer where it exhibited high threshold and pacing impedance measurements. Additional surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.